Event description:
It was reported to boston scientific corporation that a flexima rx biliary stent was used during a stent replacement in the common bile duct performed on (B)(6) 2019. It was noted that a local anesthesia was used in the procedure but it did not work well and the patient would not calm down. According to the complainant, during the procedure, when the stent was released, a severe resistance was encountered and the guide catheter broke. A snare was used to retrieve the broken guide catheter from the patient. The procedure was completed with this device. The patient's condition at the conclusion of the procedure was reported as 'no problem'.

Manufacturer narrative:
Block f10: problem code 1069 captures for the reportable event of guide catheter broken. Block h10: a visual evaluation of the returned flexima rx biliary stent was performed. The product revealed that the guide catheter was found detached and it was not returned for analysis, additionally, it was observed kinks in the push catheter proximal section; consequently, confirming the reported event of guide catheter broke. However, the stent was not returned for analysis, which indicates that the stent was deployed during procedure; consequently, not confirming the reported complaint of stent failure to deploy. Medial inspection was performed, the customer provided some pictures of the device, the pictures showing that the guide catheter was detached and kinked. Based on the product analysis, it is possible that operational factors, such as user technique/handling during procedure contributed to the observed kinks to along of the device. This device condition can cause resistance at the moment to retract the pull wire/guide catheter, continued attempts to retract the pull wire/guide catheter in order to release the stent or force applied to retract pull wire/guide catheter can result in guide catheter detachment. Therefore the most probable root cause for this event is "adverse event related to procedure" since the event occurred during the procedure and the device had no influence on event. A review of the device history record (DHR) was performed, no anomalies were found.

Manufacturer narrative:
(B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a flexima rx biliary stent was used during a stent replacement in the common bile duct performed on (B)(4) 2019. It was noted that a local anesthesia was used in the procedure but it did not work well and the patient would not calm down. According to the complainant, during the procedure, when the stent was released, a severe resistance was encountered and the guide catheter broke. A snare was used to retrieve the broken guide catheter from the patient. The procedure was completed with this device. The patient's condition at the conclusion of the procedure was reported as 'no problem'.